Event description:
Patient reported left side "silicone rupture report", "regular contours and anechogenic content", "cysts" and later "no evidence of solid cystic lesion". Event confirmed via ultrasound. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h3, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported "silicone rupture report", "regular contours and anechogenic content", "cysts" and later "no evidence of solid cystic lesion". Event confirmed via ultrasound. This record is for the left side. Device remains implanted.